Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The boards were reseated. The fuse and hand control were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a loss of the displayed image. The fe reported a communication fail error message. A communication fail error will likely result in a system lockup which may appear as a loss of live image, no boot, or shut down situation. There was no patient injury or death reported.